Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced elevated blood glucose after a factory reset of the ilet, with continued hyperglycemia following a breakfast meal announcement and later an incorrect meal announcement selection (breakfast chosen for lunch), while using a dexcom g7 and standard infusion set supplies without observed hardware abnormalities. Symptoms included hyperglycemia. Outcomes included self-management at home with a subcutaneous insulin pen when the caregiver briefly disconnected from the ilet, followed by return to target range and reconnection to the system, with education provided on the post-reset learning phase and correct meal announcements. Investigation included customer care review, troubleshooting, education on algorithm relearning, verification of supply changes, ketone check reported negative, and follow-up confirming glucose normalization. Investigation of this case revealed no device malfunction and suggested that the algorithm learning phase after factory reset combined with an incorrect meal announcement contributed to transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors during the algorithm relearning period and incorrect meal selection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.